Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced continuous glucose monitor connectivity loss to the ilet, with on-pump notifications indicating that automated dosing would stop soon, and the user believed the dexcom g7 sensor had expired and planned to replace it. Symptoms included no reported adverse physiological effects. Outcomes included interruption of automated dosing until cgm connectivity or sensor replacement. Investigation included user education and troubleshooting by support personnel. Investigation of this case revealed that the issue was consistent with cgm not paired to the ilet and signal loss from the dexcom g7 to the ilet. It was concluded that, based on previously established findings for similar reports, that the cause was the event was attributable to external cgm connectivity status rather than an ilet device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.